Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that a cartridge alarm (alarm 29) occurred during the load sequence. A cartridge change was performed resolving the issue and insulin deliveries were resumed. Blood glucose level was 258 mg/dl.